Event description:
It was reported that the healthcare professional (hcp) noted an alert indicating battery longevity of less than three months remaining and inquired on the battery status for this pacemaker. Technical services (ts) reviewed the available data and confirmed there were no alerts associated with a battery issue. Additionally, ventricular tachycardia (vt) episodes were identified, which appeared consistent with myopotential oversensed noise. The right ventricular (rv) lead, implanted several years prior and is a non-boston scientific product, may contribute to the observed noise. Ts recommended further evaluation. No adverse patient effects were reported. This pacemaker remains in service.